Event description:
The essence guidewire packaged with the mass transit kit was used with the mass transit catheter to perform a "tae." Resistance was felt upon withdrawal of the guidewire. The vessel was in vasospasm. The guidewire separated in two at approx 3cm from the distal tip. An attempt to remove the distal section of the guidewire with a retriever was unsuccessful. The distal section remained in the pt's body.